Event description:
This lead was capped due to increased impedances and was replaced with a similar lead. There were no adverse patient side effects reported. Should additional information be obtained, this report will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.